Manufacturer narrative:
One device was returned for analysis. Visual inspection found a loose air in line sensor (ail). Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. The downstream/upstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that both the air sensor and dso seal were unattached and falling off, which was discovered during testing. There was no reported patient involvement, and there was no reported patient harm.